Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.

Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.